Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Doctor reported via phone call high blood glucose levels and hospitalization. Customer experienced high blood glucose, diabetic ketoacidosis and hospitalization. Doctor advised patient has been hospitalized as a result of diabetic ketoacidosis several times. Doctor advised that a medtronic representative visit with the customer to figure out the issues of constant high blood glucose levels.